Event description:
A customer in the united states notified biomérieux of a misidentification of shigella sonnei as salmonella enterica ssp diarizonia when testing a (B)(6) survey sample with the vitek® 2 gn ID test kit (ref. 21341, lot 2410762203). The expected identification for the cap survey sample is shigella sp or shigella sonnei. Repeat testing using the vitek 2 gn ID test kit identified the sample as salmonella enterica ssp diarizonia. The customer performed analytical profile index (api) and biofire® filmarray® testing and the sample was identified as shigella. As the sample was from a (B)(6) survey, there is no patient involved. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification of shigella sonnei as salmonella enterica ssp diarizonia when testing a college of american pathologists (cap) survey sample (d-04 2019) with the vitek®2 gn ID test kit (ref. 21341, lot 2410762203). The expected identification for the cap survey sample is shigella sp or shigella sonnei. Since the customer's strain was not available to be sent for investigational testing, an internal biomérieux cap d-04 2019 survey strain was tested. Investigational testing included individual organism suspensions with vitek® 2 gn ID test kit cards from the customer's lot (2410762203) and a random lot (2410784103), in duplicate, as well as the api 20 e test strip. All identifications obtained by the vitek® gn ID test kit from both the customer's lot and the random lot were excellent identifications of shigella sonnei. The api® 20e strip resulted in a very good identification of shigella sonnei. A review of the customer's salmonella results demonstrated one atypical positive reaction (h2s) for an identification of shigella sonnei according to the gn knowledge base. Atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up error. It should be noted that any identification of salmonella/shigella should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of salmonella sp. And shigella sp. The misidentification was not reproduced internally. Gn lot #2410762203 met final qc release criteria. This lot passed qc performance testing. Vitek 2 gn cards are performing as expected for this strain.